Manufacturer narrative:
Review of the device history records. Query of lifecell's complaint management system for any other issues or complaints reported against devices distributed from lot s10613. Review of the device history records resulted in no remarkable findings. As of (B)(4) 2011, there were (B)(4) grafts from lot s10613 distributed, including (B)(4) grafts that were reported as implanted. As of (B)(4) 2011, there were no other similar complaints reported to lifecell against this lot. Device failed just prior to use. Lifecell is reporting this as a malfunction, since the device could not fulfill it's essential function.

Event description:
It was reported to lifecell that the technician soaked the tissue and when it was lifted out of saline to pass it to the doctor and it fell apart. The device was not used. This complaint was evaluated as a product problem with no serious injury. Lifecell is now reporting this as a malfunction, since the device could not fulfill it's essential function. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.